Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
Upon receipt of the device, the user reported, the roller pump would get stuck after rotation began and the display would go blank and restart. The user was able to adjust the belt tension of the roller pump. As a result, the pump began to rotate; however, an "unusual" noise was heard. Control of the pump remained available using the central control monitor. The device was returned for investigation and repair. Since the event occurred upon receipt of the device, there was no pt involvement during this event.